Event description:
It was reported that an ilet user experienced prolonged hyperglycemia with a peak of 401 mg/dl, with an insulin occlusion alert while using a contact detach infusion set, and troubleshooting identified inadequate tubing priming; blood glucose remained elevated despite a manual insulin injection until a full supply change was performed, after which glucose returned to range. Symptoms included hyperglycemia. Outcomes included temporary impairment requiring additional intervention and monitoring, with the event resolving after infusion set replacement. Investigation included technical troubleshooting with user education and verification of infusion set replacement and site rotation. Investigation of this case revealed an occlusion related to infusion set delivery that resolved after replacing supplies and properly priming the tubing. It was concluded that the event was attributable to an infusion set occlusion with improper priming, which was mitigated by a complete supply change and correct setup.